Event description:
A report was received from (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Correction: date of event, concomitant med prod data, initial reporter addr 1, initial reporter facility name. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A070504 - premature discharge of battery.  A141204 - pumping stopped. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "prior to transport of ICU patient on ECMO, ventilator and high vasopressor support new IV pump brain discharged battery when trying to hook up to new central line. At this time the IV brain was switched out completely. New pump read 3 hrs of battery life. However, a few mins into the transport and part way into elevator the pumps with vasopressin .o4 units/min and levophed at 32mcg/min shut off abruptly and read battery discharge. A passing employee was available to grab the battery pack so we could continue the transport and prior to hooking this up the levophed was switched to a channel on another brain that happened to be free."

Manufacturer narrative:
Omit : a141204 - pumping stopped (1503), g04105 - pump. Correction : describe event or problem, imdrf annex a and g codes.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: e2403 - no clinical signs symptoms or conditions. A070504 - premature discharge of battery.  A141204 - pumping stopped. F26 - no health consequences or impact. There was patient involvement. A report was received from health canada's canada vigilance program which states, "prior to transport of ICU patient on ECMO, ventilator and high vasopressor support new IV pump brain discharged battery when trying to hook up to new central line. At this time the IV brain was switched out completly. New pump read 3 hrs of battery life. However, a few mins into the transport and part way into elevator the pumps with vasopressin .o4 units/min and levophed at 32mcg/min shut off abruptly and read battery discharge. A passing employee was available to grab the battery pack so we could continue the transport and prior to hooking this up the levophed was switched to a channel on another brain that happened to be free."